Manufacturer narrative:
Information anticipated, but was unavailable at this time.

Event description:
It was reported that when the instrument was fired during a lap gastric bypass procedure, the staples were not formed and this caused bleeding. The instrument was replaced immediately and there was no adverse patient consequence.